Manufacturer narrative:
The device was received deployed with evidence of corrosion on the pcb. Since corrosion was observed, a leak test was performed and found fluid diverting from a tear in the unexposed portion of the soft cannula 0.227" from the nailhead feature. Due to the internal leak and corrosion observed, all three batteries were low. An attempt was made to retrieve the download data using an external power source, however, the device was unable to connect to the master pdm. Since download data is unavailable, it cannot be determined if a hazard alarm was generated as reported. No other damages were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 427 mg/dl while wearing the pod between 24 and 36 hours on the arm.